Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level and fell. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.